Manufacturer narrative:
A thorough investigation was performed which determined that the damage to the transducer was a result of excessive wear in the field. No design defects were identified, and no further action is required.

Event description:
It was reported that the transesophageal x8-2t transducer had a torn open seal at the nose, resulting in exposed metal. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. A replacement transducer was sent to the customer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.